Event description:
It was reported that the device programmer software displayed a reset message and the clinician elected to not reset the condition. The device lower rate was reprogrammed. Device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device programmer software displayed a reset message and the clinician elected to not reset the condition. The device lower rate was reprogrammed. It was subsequently reported that the device was at elective replacement indication and the right atrial lead had high thresholds and poor sensing. The right atrial lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion-normal.